Manufacturer narrative:
D11 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n3d0149y); unknown stapler, unknown stapling device (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, during resection of the rectum, the firing stopped midway. A new product was used to resolve the issue. No patient injury.

Manufacturer narrative:
Additional information: h6 (updated fdp: c53269) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, during resection of the rectum, the firing stopped midway and the staples did not properly formed the b shape. A new reload with the same handle and adapter were used to resolve the issue.